Event description:
The customer reported that the image had horizontal stripes during set up involving an olympus gastrointestinal videoscope. There was no patient injury reported.

Manufacturer narrative:
The device was returned to olympus. Based on the results of the investigation, it is likely the reported issue occurred due to liquid immersion inside the scope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.